Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 400 mg/dl at the time of the incident. The caller did not mention how they treated. The caller did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. No further details were provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis.